Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at end of life. Replacement surgery was scheduled for (B)(6) 2024. It was reported the procedure was cancelled due to anesthesia reasons. As of (B)(6) 2024, surgery had not been rescheduled. The rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored.